Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. Device not returned.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure on (B)(6) 2022.during the procedure the clip could not be deployed, several attempts were tried. The clip fell off after increasing the strength. The procedure was completed with another resolution clip device. There were no patient complications reported as a result to this event.

Manufacturer narrative:
Block h2: additional information: e1 (initial reporter first name and last name), e3 (occupation). Block h6: medical device problem code a15 captures the reportable investigation result of bushing hooks were out of specification. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. The device was returned without the over-sheath. Microscopic examination was performed, and no problems were found on the bushing. Dimensional analysis was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were confirmed to be out of specification. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the hooks of the bushing were out of specification, this found problem could have cause difficulties to deploy the clip when the yoke slides into the bushing. Based on the observation made through examination, disassembly, and inspection of the condition of the device, it is possible that the interaction of the bushing and the yoke component could have caused some difficulties when deploying the clip. Taking all available information into consideration, the most probable root cause of this event is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem has been completed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during polypectomy procedure performed on (B)(6) 2022. During the procedure, the physician was opening the package and noticed that the clip was already deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result to this event. This event has been back to reportable event based on the investigation findings of bushing hooks were out of specification. Please see block h10 for full investigation details.

Manufacturer narrative:
B5 updated with new information. E1 updated with new information. H2 additional information. H6 reflects new coding for non reportable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used on an unknown procedure on (B)(6) 2022. During the procedure, the physician was opening the package and noticed that the clip was already deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result to this event.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during polypectomy procedure performed on (B)(6) 2022. During the procedure, the physician was opening the package and noticed that the clip was already deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result to this event. This event has been back to reportable event based on the investigation findings of bushing hooks were out of specification. Please see block h10 for full investigation details.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Block h6: medical device problem code a15 captures the reportable investigation result of bushing hooks were out of specification. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. The device was returned without the over-sheath. Microscopic examination was performed, and no problems were found on the bushing. Dimensional analysis was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were confirmed to be out of specification. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the hooks of the bushing were out of specification, this found problem could have cause difficulties to deploy the clip when the yoke slides into the bushing. Based on the observation made through examination, disassembly, and inspection of the condition of the device, it is possible that the interaction of the bushing and the yoke component could have caused some difficulties when deploying the clip. Taking all available information into consideration, the most probable root cause of this event is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem has been completed.